Event description:
New information noted that post paced t wave over-sensing episodes re-occurred on the device. Programming changes were made. Patient condition was stable.

Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed. The patient was in stable condition.